Manufacturer narrative:
Device is a combiation product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25x32mm promus element plus drug- eluting stent was advanced for treatment; however; the stent shaft was broken outside the patient. The procedure was completed with another of the same device. No known patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combiation product. Device evaluated by MFR.: promus element plus,mr,ous 2.25x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft a break 216mm distal of distal end of strain relief as well as multiple kinks either side of the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25x32mm promus element plus drug- eluting stent was advanced for treatment; however; the stent shaft was broken outside the patient. The procedure was completed with another of the same device. No known patient complications nor injuries were reported.